Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013,the reporter contacted animas and alleged the following: pump emitted 4-5 loss of prime warnings today while patient was at school. Blood glucose (bg) was 500mg/dl with no symptoms when patient came home. Reporter states patient disconnects after each lop warning and reconnects to pump and site. Patient denies pump is rebooting; no associated alarms in history; cartridge cap intact, they do not reuse supplies, cartridge last changed 2 days ago. No trauma to the pump, cartridge is not expired, and they cycle plunger 3 times. Stores cartridge at room temperature. Customer support (cs) explained lop warning, advised since bg are elevated they change the cartridge and infusion set and follow with health care provider for further bg management. Reporter wanted to get off of the phone to do so, so no additional information was provided. Cs instructed mom to call back if lop issues continue. This complaint is being reported because the issue was not resolved with troubleshooting and because the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned, .a reserved sample was tested and evaluated by product analysis on 01/24/2014 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.